Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed during review of the activity logs. However, the device was put through extensive testing which included bench handling, power cycling, and functional testing without duplicating the malfunction. The device's defib cable receptacle was replaced as a precaution. A replacement multi-function cable will be sent to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.